Event description:
It was reported that pump display did not turn on and only backlight appeared when pump button was pressed, which prevented customer from reading and interacting with pump screen. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to a backup insulin pump.